Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of received one device opened by the account. The event report alleges the product was used in a surgical procedure. The visual inspection of the sample noted one needle and one suture. A tactile and microscopic inspection of the sutures was performed with no abnormalities. Upon microscopic inspection of the needle, normal needle crimp and swage marks were observed on the needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure, but was not used on the patient. When the surgeon grasped the needle and attempted to remove the suture from the packaging; he noticed it was separated from the suture thread. To complete the procedure, another device was used. No patient injury or extension in surgical time. Patient status is no problem.